Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that discrepancies between her sensor glucose and blood glucose had been causing her insulin pump to inappropriately suspend. She stated that her pump alarmed with a false low all night; she kept drinking juice to treat. The low blood glucose alarm continued to go off and when she checked her blood glucose was 211 mg/dl; her sensor glucose was 127 mg/dl. Troubleshooting was initiated for the inaccurate readings. The customer confirmed that the sensor was inserted into her right leg, and also mentioned that her diabetes trainer had inserted another one into her backside. She was advised that the FDA only approved the abdomen as a proper insertion site, and that medtronic cannot guarantee the accuracy of readings when sensors are inserted on any area other than the abdomen. The customer removed the sensor and the needle was curved toward the end. A replacement sensor was shipped to customer and the suspect one was not returned.